Event description:
As the physician was trying to deploy the cypher stent in an eccentric, calcified mid-lad lesion, the stent got stuck on calcium and slightly accordioned. He was able to withdraw the sds with the stent and sheath to the aortoiliac bifurcation. This is the last time he visualized it. When he removed the device from the body, the stent was no longer on the sds. The patient had no untoward complications. Two xience stents were implanted instead. No further information available at this time.

Manufacturer narrative:
The product remains implanted in the pt, and is not available for analysis. Add'l info will be submitted within thirty days upon receipt. See scanned page.